Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between (b/w) periods)"), anaemia ("anemia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased, abdominal pain and back pain had resolved and the anaemia, psychological trauma, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, back, bleeding: menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between (b/w) periods), anemia, general abnormal bleeding, psych injury, bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gi conditions, dental problems, hormonal changes, migraines, headaches, nausea, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events dyspareunia, apareunia, pelvic/abdominal, back, menorrhagia, metrorrhagia, anemia, general abnormal bleeding, psych injury, bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gi conditions, dental problems, hormonal changes, migraines, headaches, nausea, vision problems, weight gain, were added. Lab test was added. Lawyer was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.